Event description:
During the implant procedure, it was reported that the device appeared not to sense in the atrial channel after testing with a psa. In addition, the p waves were >1.5mv. The pacemaker and the atrial oscor lead were not implanted. A new reply dr was implanted.

Manufacturer narrative:
(B)(4), 2011.the analysis on this device is pending. (B)(4).

Manufacturer narrative:
(B)(4). The analysis on this device is pending.

Event description:
During the implant procedure, it was reported that the device appeared not to sense in the atrial channel after testing with a psa. In addition, the p waves were >1.5mv. The pacemaker and the atrial oscor lead were not implanted. A new reply dr was implanted.